Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual pump involved in the reported event and the pump logs have not been returned for evaluation. Multiple attempts to obtain additional information from the facility have not been successful. Without the actual pump, pump logs and/or pump serial number, a thorough investigation could not be performed and no specific conclusions can be drawn as to the cause of the reported event. If the pump, pump logs and/or additional information become available, a follow up report will be submitted.